Event description:
Consumer complaint of about high blood results. Customer normal results are 110-120mg/dl 2 hours after eating/fasting. Back to back blood tests performed with results of 363 and 409mg/dl. Last results in memory are 391mg/dl, 401mg/dl, 393mg/dl, 469mg/dl, and 407mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (469) and the lowest normal result (110) is located in zone d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are 110-120mg/dl 2 hours after eating/fasting. Back to back blood tests performed with results of 363 and 409mg/dl. Last results in memory are 391mg/dl, 401mg/dl, 393mg/dl, 469mg/dl, and 407mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (469) and the lowest normal result (110) is located in zone d. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.